Event description:
It was reported that (2) devices were used during a laparoscopic nissen fundoplication. It was reported by the affiliate that the hp052, was being used with a lcsk5 and emitted a solid tone. The test tip was used and the handpiece worked fine. Another lcsk5 was tried and the same thing happened. The test tip was tried again and showed the handpiece was fine. Another handpiece was used to complete the case. There was no consequence to the pt.